Manufacturer narrative:
(B)(4). Devices not received, log review only. The event logs and data set have received and the eval is pending. A follow up report will be submitted with failure investigation results once the eval has been completed.

Event description:
Customer reported that rn made rate increases to pump, rate dropped back to previous settings. Pump used on labor and delivery unit, primary rn infusing pitocin to laboring woman, attempted to increase rate to 4 ml/hr. At 7:30 am attempted to increase rate to 6 ml/hr, and rate returned to 4 ml/hr. This occurred two more times. At 8:15 am rn attempted to increase rate to 10 ml/hr, at 8:15 am rn attempted to increase rate to 10 ml/hr, rated dropped to 5 ml/hr on pump. Rn reported stood at pump and watched rate change. Pt experienced no adverse effect per charge nurse, and baby was delivered that morning. Medical intervention was not required. The customer stated that the user did not provide any add'l pt or event details.